Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1620c93ee, serial/lot #: (B)(6), ubd: 18-jun-2025, UDI#: (B)(4) ; product ID: etlw1620c124ee, serial/lot #: (B)(6), ubd: 14-jun-2025, UDI#: (B)(4) ; product ID: etcf2828c49ee, serial/lot #: (B)(6), ubd: 27-jun-2025, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was implanted during an unknown endovascular procedure. It was reported 1 day post the index procedure, the patient went to the ER due to hypogastric pain, constipation and hematuria. A CT was taken 6 days post the index procedure and a type ii endoleak was observed. The patient was discharged in less than 24 hours. The patient returned 10 days post the index procedure with hypogastric pain, another CT was performed but showed nothing different compared to the previous CT. Laxative enema was given to the patient to treat constipation, analgesia corticosteroids was given to treat the mesenteric panniculitis, fosfomycin cefuroxime was given to treat the hematuria and the patient was discharged within 24 hours. The investigator assessed the hematuria as not related to the procedure, device or underlying condition/disease. The sponsor assessed the hematuria as possibly related to the index procedure and not related to the device or underlying condition/disease. The investigator assessed the mesenteric panniculitis as not related to the procedure, device or underlying condition/disease. The sponsor assessed the mesenteric panniculitis as possibly related to the index procedure and not related to an underlying condition or the device. The investigator assessed the constipation as not related to the procedure, device or underlying condition/disease. The sponsor assessed the constipation as possibly related to the index procedure and not related to an underlying condition or the device. No additional sequelae were reported and the patients is fine.